Event description:
Approximately five minutes into dialysis treatment, the pt complained of back pain, was observed to become flushed and start shaking with "seizure-like" activity. Oxygen and benadryl were administered and the dialysis treatment was discontinued. The dialyzer and dialysis circuit were discarded, resulting in an estimated blood loss of 300 ml. The pt responded shortly after o2 was given. The involved dialyzer was first use and was not pre-processed. The pt was switched to a new dialyzer and treatment was re-started with no further complications.